Manufacturer narrative:
The customer reported the unit was alarming with the alarm message low leak-co2 rebreathing risk during performance verification testing.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit is alarming with the alarm message low leak-co2 rebreathing risk. There was no patient involvement.